Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 309 mg/dl, 111 mg/dl, and 67 mg/dl when all tests were performed within 10 mins on the advantage system. Reporter indicated that he was experiencing some hypoglycemic symptoms during the time of testing. Reporter stated that he self-treated with a candy bar. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.